Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they noticed about a year and half prior, their ins battery pack needed to be moved because it was sitting on a slipped disc, it sat on the corner of their hip and they were having problems with pain down the leg, it felt like a shock/nerve going down their leg. They were scheduled for surgery to move the ins, but it had been canceled due to covid. They said they had told the nurse at the doctor's office and they were told it was normal. They were redirected to their healthcare provider to address the issue.